Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Not additional information was provided and customer declined further troubleshooting with tandem technical support.